Event description:
It was reported that the patient was to have an MRI performed the day following the report to check the catheter tip for a possible granuloma. The caller stated that the patient had prescriptions for dilaudid, morphine, oxycontin, roxicodone, valium and coumadin, but was unsure what medications were delivered via the device system. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).